Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. The insulin pump had missing end cap sticker, cracked display window corner, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump alarmed and that insulin squirted out during the priming process. The blood glucose reading at the time of the event was 200 mg/dl. Troubleshooting was performed and it was discovered that that the drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and revert to back-up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.